Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw an informational por message a few days ago. The patient started getting sciatica pain again and when they went to charge their ins they couldn't turn the stimulator on. The patient had been travelling recently and was at an airport which might have been related to the patient's issue. It was reviewed that sources of emi could cause por issues. The patient successfully cleared the por message and was charging their ins. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the issue of the ins not turning on was resolved. There were no further complications reported or anticipated.